Manufacturer narrative:
Without a product return, no product evaluation can be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient experienced pain at the fracture site while using the bhs. It was later reported the pain was below the skin. The patient had not recently increased their level of activity. The patient rated the pain level as 9 out of 10. The patient called their doctor but had to leave a message for a call back. The pain began on (B)(6) 2024, and the patient treated for the last time on (B)(6) 2024. The patient has not experienced any more pain since stopping treatment, and stated the pain stopped within seconds of removing the device.

Event description:
It was reported that the patient experienced pain at the fracture site while using the bhs. It was later reported the pain was below the skin. The patient had not recently increased their level of activity. The patient rated the pain level as 9 out of 10. The patient called their doctor but had to leave a message for a call back. The pain began on (B)(6) 2024, and the patient treated for the last time on (B)(6) 2024. The patient has not experienced any more pain since stopping treatment, and stated the pain stopped within seconds of removing the device. No additional patient consequences/ further information has been reported. The bone healing system assembly and sflx- 2 coil were not returned for further evaluation.

Manufacturer narrative:
Additional information in h4: manufacture date, g3, h6 and h10: additional narrative. This follow-up report is being submitted to relay additional information. The bhs unit was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends. Reference to related MFR number 0002242816-2025-00003.